Manufacturer narrative:
Additional information was received that the patient's condition had improved and he was able to walk. The patient is undergoing physical therapy. The physician believes the neurological deficits were due to the hematoma. Visual inspection of the lead and lead extensions revealed damage that is consistent with damages done during an explant procedure and it is not considered a failure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device exhibited normal device characteristics.

Event description:
A report was received that the pt was experiencing incision pain that was causing his phantom-type pain to fire almost non-stop. The pt was later taken to the ER as he was unable to move his arms or legs. The physician was unable to determine if this was device related. The physician explanted the pt's device to determine the cause of the pt's issues. During the explant, the physician discovered a large blood clot at the site of the paddle lead. The physician performed a wide decompression of the c-spine area. An MRI will be performed to help with the diagnosis.

Event description:
A report was received that the patient was experiencing incision pain that was causing his phantom-type pain to fire almost non-stop. The patient was later taken to the ER as he was unable to move his arms or legs. The physician was unable to determine if this was device related. The physician explanted the patient's device to determine the cause of the patient's issues. During the explant, the physician discovered a large blood clot at the site of the paddle lead. The physician performed a wide decompression of the c-spine area. An MRI will be performed to help with the diagnosis.